Event description:
It was reported to covidien on 11/23/2009, that a customer had an issue with a dental needle. Customer reports the needle completely detached from the plastic hub. When injecting a pt, and then pulling back the syringe, the entire length of the needle remained in the pt while it detached and slid completely through the plastic hub. The dentist was able to retrieve the needle from the pt's gums without problems.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.